Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device experienced an error code for "door open".

Manufacturer narrative:
Correction: d10, g1, g3, g4, g7, h2, h3, h6, h10, h11. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced missing sear for door open error. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/09/2019 to the present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device experienced an error code for "door open". There was no patient involvement.